Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the rubber stopper was separated from the plunger while using bd safetyglide¿ insulin syringe with attached needle. There was no report of patient impact. The following information was provided by the initial reporter: "the needle core rubber stopper is separated from the syringe barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-11. Investigation summary: one photo and one 1ml syringe were received from an unknown batch # (p/n 305903) and evaluated. The photo was of a loose 1ml syringe next to a plunger rod without a stopper. The stopper was inside the syringe bottomed out. There was also an activated safety glide needle attached to the syringe. There was no shield on the needle. The loose 1ml syringe received had an activated safety glide needle attached without a shield. Also, it had a stopper inside the syringe bottomed out. There were two vertical stress marks in the syringe observed. Upon disassembly it was observed that the stopper was jammed inverted inside the syringe. The condition observed was non-conforming per product specification. Potential root cause for the jammed stopper defect, plunger separation and barrel damage is associated with the assembly process. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action could not be performed. H3 other text : see h10.

Event description:
It was reported that the rubber stopper was separated from the plunger while using bd safetyglide¿ insulin syringe with attached needle. There was no report of patient impact. The following information was provided by the initial reporter: "the needle core rubber stopper is separated from the syringe barrel.".

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir 10000690801. This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: safetyglide. Device failure: stopper separation.

Event description:
No additional information.